Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the display on the onetouch ultrasmart meter is cracked. The patient's diabetes is not managed with any medication. Reportedly, (B)(6), 2010 at around 3:30 pm, the patient developed low symptom described as "sweating," attempted to test with the subject meter, and subsequently dropped the subject meter cracking the display. Upon the arrival of the paramedics at 4pm, the patient tested at "35 mg/dl" on the emergency medical service meter and was treated with food/drink. According to the troubleshooting performed with customer service, the display issue was not resolved. Replacement products were sent to the patient. This complaint is being reported due to the cracked display issue. However, there is no indication that the lfs products contributed to a serious injury since the patient's symptom preceded the onset of the display issue. There is no evidence the patient received inappropriate or delay treatment as a result of the product issue.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.